Event description:
It was reported that a malfunction occurred with the pump, specifically displaying malf 12, but there was no adverse impact to the customer's blood glucose level. The customer experienced this issue multiple times and had not reset the pump in the past 24 hours. Technical support decided to replace the pump and confirmed that the device was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, technical support provided guidance on putting the pump into storage mode and instructed the customer to return the malfunctioning pump using a pre-paid label. The customer understood and acknowledged all instructions provided.